Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet was dropped and subsequently displayed alert 38 indicating consecutive stalled insulin motor activity, and multiple restarts did not resolve the malfunction. Symptoms included no reported adverse health effects, and the user¿s blood glucose was 171 mg/dl with no reported impact. Outcomes included device replacement and instructions to sync data and shut down the device prior to return. Investigation included review of user report and request for device return for evaluation. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.